Manufacturer narrative:
UDI: unknown. A review of the manufacturing paperwork could not be performed as the lot number was not available. According to the gore® dryseal sheath instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to embolization (micro or macro) with transient or permanent ischemia. It was unable to confirm if our plymer material clotted the vessel. The device was not returned for evaluation.

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of a thoracic aortic aneurysm using a non-gore manufactured stentgraft (hydrophilic coated). It was reported that a gore dryseal sheath with hydrophilic coating (dsl2228j/lot#unknown) was also used during the procedure. Postoperatively on the same day, poor blood circulation to the lower extremity was observed, and the patient developed blue toe syndrome. The physician performed thrombectomy. However, the symptom did not improve. On unknown date, the ischemic symptom reportedly resolved.